Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the basal iq feature would suspend deliveries. Customer declined to troubleshoot with tandem technical support regarding the basal iq issue, therefore no additional information was able to be obtained. There was no reported adverse impact to the customer.